Event description:
During device replacement due to normal battery depletion, conductor fracture was observed on the left ventricular (lv) lead. The lead was explanted and replaced. The patient's condition was stable following the procedure.

Manufacturer narrative:
The reported field event of a left ventricular lead fracture was not confirmed. Visual examination of the lead segments did not identify any anomalies other than damage incurred during the explant procedure. X-ray examination noted no anomalies with the lead. Electrical testing resulted in normal lead characteristics, and no conductor fractures or internal shorts were identified.